Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient fainted and collapsed. The patient history indicates syncope and low heart rate. The pacemaker was programmed for rate drop response, but did not catch the episode. The patient will be seen and be reviewed for programming changes. The pacemaker remains in use. No further patient complications were reported as a result of this event.